Manufacturer narrative:
Additional information: block b5 and h6 have been updated. Based on the additional information, the device was placed in the intent location, the manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Additional information block a3, b5, b7, d4, e and h6 have been updated with the additional information received on 25oct2025. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2025, was chosen based as the best estimated based on the manufacturer became aware of the event 09/02/2025. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6 imdrf device code a1502 captures the reportable event of gel misplacement vascular.

Event description:
It was reported that a patient underwent spaceoar placement procedure. The account reported an inadequate spacer at the apex, most of the hydrogel was in the upper half of the prostate. A misplacement of the hydrogel was suspected, however has not been confirmed. The patient current status is unknown. Boston scientific has been unable to gather additional information despite the good faith efforts. Additional information received on september 25, 2025 it was further report that the hydrogel was noted in the upper half of the prostate. The patient underwent radiation therapy in a total of five fractions. There were no patient complications as result of this event. The patient experienced urinary urgency deemed not related to the hydrogel placement procedure. Additional information received on 14jan2026 it was further report that the hydrogel was in the intended space not at the in the upper half of the prostate.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. B.3.: the exact date of the event is unknown. The provided event date, on (B)(6) 2025, was chosen based as the best estimated, based on when the manufacturer became aware of the event on 09/02/2025. D4: h4: the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. H6: imdrf device code a1502 captures the reportable event of gel misplacement vascular.

Event description:
It was reported that a patient underwent spaceoar placement procedure. The account reported an inadequate spacer at the apex, most of the hydrogel was in the upper half of the prostate. A misplacement of the hydrogel was suspected, however has not been confirmed. The patient current status is unknown. Boston scientific has been unable to gather additional information despite the good faith efforts.

Event description:
It was reported that a patient underwent spaceoar placement procedure. The account reported an inadequate spacer at the apex, most of the hydrogel was in the upper half of the prostate. A misplacement of the hydrogel was suspected, however has not been confirmed. The patient current status is unknown. Boston scientific has been unable to gather additional information despite the good faith efforts. Additional information received on september 25, 2025. It was further report that the hydrogel was noted in the upper half of the prostate. The patient underwent radiation therapy in a total of five fractions. There were no patient complications as result of this event. The patient experienced urinary urgency deemed not related to the hydrogel placement procedure.

Manufacturer narrative:
Additional information block a3, b5, b7, d4, e and h6 have been updated with the additional information received on 25oct2025. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 09/01/2025, was chosen based as the best estimated based on the manufacturer became aware of the event 09/02/2025. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6 imdrf device code a1502 captures the reportable event of gel misplacement vascular.